Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using an 20mm non-abbott device. The length of the membranous septum is 3.9mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure due to being deployed too high. The final non-coronary cusp implant depth was 4mm. On (B)(6) 2025, the patient had a 30 minute episode of dizziness, lightheadedness, dyspnea, and feeling faint. A heart monitor revealed a complete heart block. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. No additional information was provided.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the procedure. However, this cannot be confirmed. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There was no allegation of malfunction against the abbott device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent the previously filed report, additional information was received that the implanting physician believed that the complete heart block was caused by the implant procedure. The patient was reported to be stable and had been discharged. There was no allegation of malfunction against the abbott device or procedure, as this is a known risk associated with valve replacement. Calcification was noted to extend beneath the aortic annular plane in the interventricular septum. No difficulty was experienced during the implantation of the 25mm navitor vision valve. The patient did not exhibit any other clinical signs or symptoms during or after the event. No additional information was provided.